Event description:
Device #1 issue: sutures pulled out of the device. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a calcified common femoral artery after an interventional procedure. Reportedly, after needle deployment, when the device was pulled out of the patient to harvest the sutures, the sutures pulled out of the device. The device was removed over a guide wire and a second proglide device was attempted but with the same results. The second device was removed and a sheath was inserted so that manual compression could be applied at a later time to achieve hemostasis. It was "assumed it was plaque that caused the needle miss." There were no reported patient adverse effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. Device #2 perclose proglide part# 12673-05, lot# 90041-6h is being reported under a separate medwatch report number.